Event description:
It was reported that the right atrial (ra) lead had potential atrial oversensing and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. Analyst noted that visual inspection found outer insulation cuts and blood ingress on proximal conductor, see photo. According to the finding and the anomalies described in the event, it is likely that the extrinsic insulation breach occurred at implant, and contributed to the electrical complaints. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.